Manufacturer narrative:
The thermogard console in complaint will not be returned for investigation. Therefore, a physical investigation was not performed. A supplemental report will be filed if the product is returned and investigation has been completed. Follow-up attempts were made to obtain additional information including patient information and the device serial number. The device serial number was not provided, therefore, a historical review of related complaints could not be performed.

Event description:
The patient received ivtm therapy for therapeutic hypothermia. The attending nurse reported that the patient was not cooling fast enough an hour of starting the ivtm therapy. According to the information, the patient was connected at 12:40 am with initial temperature at 98.4 f, and target temperature set at 91.0 f. At 7:00 am, when the morning shift started, patient temperature was observed at 97.8 f. Following this, anti-shivering protocol was used on the patient. The nurse then conducted an inspection and noted that the red pin wheel on the start-up kit was freely rotating, no alarm / error message on the console, and no leak observed on the catheter or the start-up kit. It was also observed that the saline bag had excess air. The saline bag was taken off, was inverted, and air was squeezed out of the saline bag. The nurse re-primed the line and ivtm therapy was resumed without any observed issues. The patient started to achieve target cooling temperature. No adjunctive temperature management was performed. Ivtm therapy was able to completed without further issues. The patient was able to survive the cardiac event and was able to be discharged with minimal neuro deficits. No further information was provided.